Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the ippc's hard drives were not recognized. The philips engineer tried to connect the hard drives directly to the motherboard, but the issue persisted, then replaced the hard drives and reinstalled the operating system and application software, nevertheless the issue was still there. To resolve the issue, the philips engineer reseated the spare components, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's image processing computer's hard drives were not recognized, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.